Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The associated iol product history records were reviewed and documentation indicates the product met release criteria. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the cartridge was damaged and broke an iol. Another cartridge was taken from the same lot and the same thing happened again. In total there were 2 cartridges with this problem damaging 2 lenses. One of the lenses was left in the patient so as not to leave it aphakic but it will need to be replaced. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the used cartridge was returned in the lens carton for the reported damaged lens. The lens was returned in the lens case. Cartridge #1: the cartridge was evaluated. Inadequate viscoelastic is observed in the device. The tip has heavy stress and a large aneurysm which has torn on the right side of the tip. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned positioned correctly in the lens case. A small amount of viscoelastic is observed on the lens. The optic edge is broken (returned). Scratches and cracks are also observed. This type of damage would indicate a plunger override. Cartridge #2: the indicated replacement lens carton, lens case and cartridge were also returned. The lens remains implanted. No complaint against the iol. The cartridge was evaluated. Inadequate viscoelastic is observed in the device. The tip has heavy stress and a large aneurysm which has torn on the right side of the tip. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The damaged lens product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if a qualified viscoelastic and handpiece were used. The provided photo shows the returned products. The two returned cartridges, have similar damage; heavy stress and large aneurysms which have torn on the right side of the tips. There did not appear to be adequate viscoelastic in either cartridge. Top coat dye stain testing was conducted with acceptable results for both cartridges. The lens was also broken on the edge. The cartridge damage observed typically occurs if the plunger or lens is not in an acceptable position for advancement. The heavy stress, tears in the aneurysms and the placement of the optic edge damage would support a plunger over/underride. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. In addition, an inadequate amount of viscoelastic was observed. The directions for use (dfu) instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).